Event description:
It was reported that the pump intermittently delivered multiple boluses without user confirmation. Review of the pump data logs by tandem technical support verified that the boluses were manually requested by the customer and did not observe any issues with the pump; however, contact maintained belief that the pump delivered the boluses on its own. The customer's blood glucose (bg) level subsequently decreased; however, no bg value was provided. Reportedly, the customer continued to use the pump for insulin therapy.